Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date and topical skin adhesive was used. Follow the procedure, on first day of post-op, the patient developed a post-op skin reaction that looks like contact dermatitis and reaction area was very red. The reaction got worse on third-fourth day. The patient was treated with steroid dose pack - medrol dosepak. Additional information has been requested.